Manufacturer narrative:
This report is submitted on january 05, 2022.

Event description:
Per the clinic, the patient experienced magnet clicking noise on the contralateral side resulting in the decision to replace the magnet. The patient was hospitalized (specific date not reported) for a duration of three days and underwent a revision surgery on (B)(6) 2021 to replace the magnetic cassette.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 4, 2022.